Manufacturer narrative:
H3 product analysis: ¿as found condition: the pipeline flex shield embolization device was returned for analysis within shipping box; and within and opened pipeline flex shield outer carton and inner pouch. ¿damage location details: the pushwire was found to be bent at ~126.0cm from proximal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid was found fully opened and damaged. In addition, the middle section was found to be fully opened and no damage. No other anomalies were observed. ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure /incomplete open at distal and middle section as the device was reheated. In addition, the proximal and distal ends could not be identified. The pipeline flex shield braid was found fully opened and damaged. The middle section was found to be fully opened and no damage however, the root cause for damage could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. The customer indicated that the pipeline was not placed in a vessel bend, which eliminates this factor out as potential causes. It was noted the patient's vessel tortuosity was severe it is likely that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex stent failed to open in the distal and middle sections. The patient was undergoing surgery for treatment of a saccular, unruptured supraclinoid internal carotid artery(ica) aneurysm with a max diameter of 4 mm and a 4 mm neck diameter. The landing zone was 4.0 mm distally and 4.7 mm proximally. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure was that the case went well. It was reported that the physician parked the phenom 27 distally and advanced the pipeline flex stent device inside. The device was going in smoothly. When the physician started deploying, the distal portion of the device wasn't opening fully to the vessel diameter. The physician then resheathed and deployed a second time. The same scenario occurred. The physician used another pipeline flex device and completed the case. The second device deployed well and angiographic result was good. The middle and distal section of the pipeline failed to open. The pipeline was not positioned in a bend and less than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event.